Event description:
Revision surgery performed due to loosening of prothesis.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted in (B)(6) 2001 and explanted (B)(6) 2012. The device was in situ for 11 years. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. A depuy extremities product development engineer reviewed the provided x-ray and found the patient has significant bone loss but could not draw any conclusions regarding the reported loosening. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.